Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic), keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. The customer reported a blank display. The display was blank at the time of the call. Battery cap contacts and battery compartment and/or springs are not damaged. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 104: 07/13/2024 18:30:00.000 was found in the history files and traces. No stuck key alarms noted during testing. No stuck key alarm was found in the history file or traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2 and lcd assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube) and label damage (stained). Blank display not confirmed. Stuck button alarm did not occur during testing. No stuck button alarm was found in the history file. Cosmetic damage confirmed at battery compartment. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.